Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, annex code b, c and d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The fbf instrument has not been returned for failure analysis. A review of an image provided by the customer shows an instrument with a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the fenestrated bipolar forceps (fbf) instrument was found to be broken. A fragment fell inside the patient and was retrieved during the same procedure. The instrument was immediately replaced with a new fbf instrument to continue the procedure which was completed robotically.